Event description:
It was reported that the remote transmission triggers an alert due to the right ventricular pacing impedance being out of range and trends show the pacing impedance trends gradually rising from 500 ohms to 1064 ohms. The capture threshold was previously increased and it was recommended to increase the alarm threshold to 1500 ohms with regular evaluation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d314trg, implant date: (B)(6) 2011. Product ID: 4076, implant date: (B)(6) 2007. (B)(4).